Event description:
Solution leakage was noted at the zipper of the delivery tube. Prior to use, while purging the trufill dcs, (636f00615), the deliver system was connected to the y connector; however, the saline solution leaked from the zipper of the delivery tube. Reportedly, when the introducer was inserted into the hub of microcatheter (mc) leakage was noted at the hub of the mc. The physician suspected damage, but could not verify where the damage was. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.